Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered from arrhythmogenic right ventricular cardiomyopathy (arvc) and the device failed to treat incessant ventricular tachycardia (vt) after nine shocks and two anti-tachycardia pacing (atp) therapies. It was noted that the tachycardia terminated itself about three minutes post episode initiation. Defibrillation threshold testing and programming modifications were scheduled. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.